Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, except for a bent guide wire and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called and reported that a capsule failed to attach. There was no harm caused to the patient and no repeat bravo procedure performed. There was an intervention done, they tried to retrieve capsule but were only able to push it into patient stomach. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. The vacuum source was medela and the vacuum pressures were set at 550mmhg before the procedure. Lubricant was used to facilitate placement of the capsule but it is not known if any lubricant got into the capsule chamber. Only the delivery system will be returned to given.